Event description:
It was reported that during an orif of distal radius, the surgeon put the plate in and inserted the first screw and locked it into place. He then decided to remove and replace the screw because it was too long. He attempted to insert a shorter screw into the screwhole, but it would not lock into position. The surgeon then removed the plate and replaced it with a longer plate and placed the screws. All the screws seated and locked correctly. He completed the procedure as planned. Following the procedure, the consultant examined the plate and found the threads in the hole of the plate were damaged, and thus would not allow the second screw to seat properly. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the thread flanks of one screw hole are completely flattened. It is clearly visible that the polished surface of the damaged thread flanks is worn out. This is an indication that this damage was caused post manufacturing. No manufacturing related fault could be detected and this complaint is deemed invalid from a manufacturing standpoint.